Event description:
It was reported that the pump shut off unexpectedly. The customer experienced a blood glucose (bg) level of 300s mg/dl, severe pain, vomiting, and high ketones identified as life-threatening by a healthcare provider (hcp). Reportedly, customer ¿was not in a condition to help themselves". Customer¿s parent administered a manual injection to address the issue and contacted clinic via phone. Per hcp direction, parent provided alkaline water for customer to drink and administered electrolytes, magnesium, and potassium; method of delivery was not provided. Treatment resolved the issue and no permanent damage was identified. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.